Manufacturer narrative:
Patient information is unknown. Additional product code: hwc. (B)(4). Device has not been reportedly explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial medial column fusion procedure was performed on (B)(6) 2016 as a result of patient pain. The surgeon reported the compression plate slot would not align correctly. The compression wire went into the first tarsometatarsal (tmt) joint space instead of the bone. The surgeon was unable to get the compression he required. Another k-wire was used and he adjusted his position in order to complete the procedure successfully. There was no surgical delay and no adverse effect to the patient. This complaint contains one device. This is report 1 of 1 for (B)(4).